Event description:
Patient presented to the physician with wound dehiscence, redness, and purulent drainage at the chest incision site, with exposure of the ipg. On examination, the physician identified an infection and prescribed antibiotics. Physician brought the patient into the or three days later, removed the entire inspire system, irrigated the chest pocket with antibiotic solution, and closed. Postoperative antibiotics were prescribed after the procedure was completed.